Event description:
It was reported that high, out of range pacing lead impedance and loss of capture were observed. Patient was asymptomatic and non-dependant. It was noted that the patient has been lost to follow up for over a year. Lead was cut and capped. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 21.8cm was returned for analysis. External insulation abrasion was noted at 19.0-20.2cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.